Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f94; this condition had the potential to interrupt delivery. This condition was found in the ER during programming/setup. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 94 was confirmed and reproduced during product evaluation. This condition was caused by incorrect configuration settings. The configuration settings were reset to correct the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.